Manufacturer narrative:
The reporter's meter and strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range = 2.6 - 3.2 inr): qc 1: 2.9 inr, qc 2: 3.0 inr, qc 3: 2.8 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation was lay user/patient.

Event description:
The initial reporter received a questionable result from coaguchek xs meter serial number (B)(4). From a new vial of strips, the result at 12:24 pm was 3.8 inr. From an old vial of strips, the result at 12:28 pm was 3.7 inr. At 2:15 pm, the result from a laboratory using stago compax reagent was 2.8 inr. The therapeutic range is 2.5-3.5 inr. The customer tests every 3-4 weeks.